Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry, in a small vial. Visual inspection found no visible damage to the lens and presence of clear residue on lens. Conclusion: patient's acd is below 3.0 mm and as per dfu for this lens model, this lens model is contradicted for patients with acd below 3.0 mm. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+1.5/081 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry, in a small vial. Visual inspection found no visible damage to the lens and presence of clear residue on lens. Conclusion: patient's acd is below 3.0 mm and as per dfu for this lens model, this lens model is contradicted for patients with acd below 3.0 mm. Claim# (B)(4).